Event description:
It was reported that the pt was experiencing decrease in performance with the device. Programming adjustments were made, however, the issue was not resolved. Testing showed that the device was functioning. Revision surgery has been scheduled.